Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of discomfort was not confirmed via product analysis. . The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The pump krt was worn to filament; no leaks were found. The pump was functional tested and performed within specification. The ams 700 spherical reservoir was visually inspected and functionally tested. The was a leak in the reservoir shell adapter junction that was result of sharp instrument damage; large hole was present. This damage is consistent with explant damage and was considered a secondary failure. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body; no leaks were found. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to some discomfort from proximal cylinders.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to some discomfort from proximal cylinders.